Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted impactor confirmed the device was fractured. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits some scratches and gouging on the edges indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the determination of misapplication of the device, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fixed tibial tray impactor broke while impacting tray. **update** 8/12/2015 - follow-up email from sales rep states the entire top cracked off and then the bottom fell off the handle. The top piece was retrieved out of the patient. Complaint entered and updated 8/13/2015.